Event description:
Pt receiving dialysis treatment. Machine set to remove fluid, machine displays shows amount programmed removed. Pts are weighed before and after, showed too much fluid removed. Pt rehydrated. Pt receiving dialysis treatment, routine is to weigh pt before treatment; decide amount of fluid to be removed; proceed with treatment programming the machine to how much fluid to remove; then they weigh the pt at the end of treatment. At after procedure weigh in, pt had too much fluid removed. Intervention required to rehydrate the pt. Machine passes pressure test.